Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2015 was returned to conmed for evaluation. Visual inspection found the cervical cup, vaginal cup and intrauterine balloon were completely detached from the manipulator tube. The damaged condition of the vcare uterine manipulator suggested that the intrauterine balloon had been forcefully pulled off over the shrink band with considerable force, which presumably occurred when the cervical cup and vaginal cup detached from the manipulation shaft. It was also noted that the locking mechanism remained tightened onto the manipulator tube. Measurement of the returned components confirmed all dimensional were within specifications and no product defects were identified during examination. In this instance, evidence suggests that the most likely cause of this reported problem is user error for application of force during manipulation of the device which exceeded the pull off strength of the cervical cup/intrauterine balloon. This device was manufactured 06-apr-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there were no other similar complaints received. A 2-year review of product history for this device family showed a total of twenty-eight (28) similar reports of vcare component separation inside the patient. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). It should be noted, of the twenty-eight (28) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: remove syringe (after intrauterine balloon inflation) to prevent spontaneous deflation of the balloon by backward pressure. Apply gentle traction to the manipulator tube to check that vcare is secure and that the uterus is grasped. Prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components ( intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient.

Manufacturer narrative:
As reported, it is anticipated that the involved device will be returned to conmed for evaluation. To date the unit has not been received. A follow-up and final report will be submitted upon receipt of the involved product and completion of the quality engineering evaluation. Device not yet received at conmed.

Event description:
The user facility reported that during use of a vcare uterine manipulator on (B)(6) 2015, the patient underwent a lavh (laparoscopic assisted vaginal hysterectomy) procedure. As reported, at the middle of the procedure during the colpotomy, the vcare manipulator fell apart. The handle of the device pulled out of the patient leaving the cups and balloon in the patient's peritoneal cavity. All parts were retrieved manually by the surgeon with no surgical delay reported. Follow-up communication confirmed that the procedure was completed with a second vcare device with no further incident and/or complications, and there was no injury to the patient. To date, the complaint device has not yet been returned to conmed.